Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-85969.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 560 mg/dl. The customer stated that he was wearing the insulin pump at the time of the emergency room visit. He reported that his blood glucose levels were running high because the reservoir and infusion set were not locked together correctly, and he was not receiving insulin. By the time the customer realized that the reservoir was not connected correctly, he already felt symptoms of high blood glucose. The customer complained of excessive dehydration and attempted to treat with the insulin pump but was too dehydrated. He was treated with insulin and fluids through intravenous drip upon admittance to the hospital. Nothing further reported.